Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the system locked up without a system message during set up for surgery. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system was unresponsive during the set up stage of the surgery. The system was rebooted and the case was completed as planned. The following day the system became unresponsive during the set up stage again, the system was unable to be rebooted and stayed unresponsive. The case was cancelled; however the patient had already been injected with "la medicine". The company service representative examined the system. The reported event was confirmed and replicated. The host module was replaced. The system was then tested and met all product specifications. The system was manufactured on november 6, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host module. The manufacturer internal reference number is: (B)(4).